Event description:
During surgery, it was found that the set screw of small trio offset connector could not be turned at all. Three units out of 8 connectors had the same condition. Another products with the same size were available thus those were used without problem. (Lot number info will be updated when products in question are received.)

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.